Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for the investigation. Therefore, 5 retention samples of each lot were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint cannot be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "there are a few more clotted specimen events this morning. The specimens and slides were pulled. One specimen must have had the minimal volume and did not appear to be mixed properly. All of the slides demonstrated large fibrin strands containing platelets, with additional massive platelet clumps. I would not have recommended the release of the platelet or other result parameters for these patients."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316360 medical device expiration date: 2022-03-31 device manufacture date: 2020-11-11 medical device lot #: 0258328 medical device expiration date: 2022-01-31 device manufacture date: 2020-09-14 medical device lot #: 0281153 medical device expiration date: 2022-02-28 device manufacture date: 2020-10-07. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "there are a few more clotted specimen events this morning. The specimens and slides were pulled. One specimen must have had the minimal volume and did not appear to be mixed properly. All of the slides demonstrated large fibrin strands containing platelets, with additional massive platelet clumps. I would not have recommended the release of the platelet or other result parameters for these patients."